Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 17 february 2018 due to the high blood glucose level and diabetic ketoacidosis. The customer's blood glucose level of the customer was 1401 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.